Event description:
Caller reported symptoms of hypoglycemia, compact plus system blood glucose result of 29 mg/dl at 2:00 pm. Customer's daughter called paramedics and gave the customer peanut butter and orange juice. Customer was not able to self-treat. Paramedic system result was 87 mg/dl, additional aviva result was 70 mg/dl, both within 10 minutes of the 29 mg/dl. The paramedics did not treat the customer nor transport her to hospital. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.